Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a sodium chloride 0.9% infusion started at 0027 and the user noticed fluid on the floor underneath the pump module at 0130. The IV set was leaking from the split septum y and tubing connection at the port closest to the drip chamber. The port hub did not appear to be damaged and there was nothing connected to port prior to leak. The IV set was sequestered and sent to biomed. A new set was setup and the infusion continued infusing into PICC line. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
Correction to initial reporter address.